Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the internal part of the device was damaged. It is known that the event did not occur during surgery. However, it is unknown if injury or medical intervention related to this occurrence. No additional information was available.